Event description:
A patient was exiting a dental chair when a pelton and crane chair mounted dental light arm assembly separated from the chair post assembly causing the dental light and arm to fall down onto the dental chair. There were no injuries reported.

Manufacturer narrative:
The distributor service technician informed pelton and crane that the two set screws that secures the light arm to the post assembly were loose. The technician then reassembled the light arm to the light post and properly tightened the set screws.